Manufacturer narrative:
The patient was successfully transplanted two months later. The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time.

Event description:
The patient was implanted with a ventricular assist device (vad). It was reported by the chief perfusionist that during implantation as the or staff started the vad system, they found two tiny holes in the graft of the prosthesis from where bleeding was observed. The surgeon then stitched the two holes closed resolving the issue. No further issues were reported after the addition of the stitches and the patient was successfully transplanted two months later.